Manufacturer narrative:
Customer is keeping the device.

Event description:
It was reported that during a surgical procedure at the user facility, the cuff held pressure for a half hour then lost inflation. There was bleed through at the surgical site but no significant blood loss. The case was completed after completely deflating then reinflating the tourniquet. The patient lost 150ml of blood but did not require any additional blood. There was no clinically significant delay and no medical intervention required.

Event description:
It was reported that during a surgical procedure at the user facility, the cuff held pressure for a half hour then lost inflation. There was bleed through at the surgical site but no significant blood loss. The case was completed after completely deflating then reinflating the tourniquet.the patient lost 150ml of blood but did not require any additional blood. There was no clinically significant delay and no medical intervention required.